Event description:
It was reported that this right ventricular lead exhibited low amplitude and farfield oversensing. Further evaluation of the patient was discussed. It was advised to bring the patient to the clinic for evaluation as suspicions of dislodgement were raised. However, it has not been confirmed. A system revision was performed and this lead was explanted and replaced. No further adverse patient effects were reported.